Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2022. During the procedure, the banding kit had broken cotton thread. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6), 2022. During the procedure, the banding kit had broken cotton thread. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 multiple band ligator (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the suture was in good condition, but appeared that it was never attached to the loop of the handle assembly. The velcro strap was broken. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found that the suture was in good condition. The velcro strap was broken and was found to be due to an issue with supplier assembly during the manufacturing process. An investigation was completed by the supplier to determine the specific root cause of velcro strap break events and identify appropriate mitigations. The investigation found that there were variations in the horn height during the material ultrasonic welding process. Actions were taken in (B)(6) 2021 to update horn height verification and retrain the product builders on the material ultrasonic welding process. The investigation is now complete, and the solutions have been confirmed to be effective. The velcro strap that was used to construct this device was manufactured prior to implementation of these mitigations.